Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the top of the cartridge smelled like insulin. Reportedly, the customer thought the cartridge leaked. A new cartridge was successfully loaded to address the event. There was no reported impact to the customer's blood glucose level.